Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer had problems with the esc button and noticed the issue once last night and 6 times today. Customer has to push the button a couple of times for it to work. It took the customer about an hour before she was able to access the pump. Customer switched out the battery but is still having the same problem. Customer's blood glucose level was 269 mg/dl. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.